Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer stated that he awoke with ketones and high blood glucose and the insulin pump showed black circles but no alarm. The customer also stated that the down arrow sometimes does not respond while being pressed. Troubleshooting was performed and the settings were okay. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.